Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/07/2015 with the following findings: the black box shows multiple rewind, load and prime steps performed on date of reported issue. Rewind, load cartridge, and prime steps performed successfully with no alarms or unusual noises. Piston able to advance and rewind fully. The pump was exercised for 24 hours with no alarms occurring. Returned battery cap used for investigation. The display is dim; letters have a red hue. Bolus button is torn; bolus button still responds to presses appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.